Event description:
It was reported that seven days after an unk procedure, there was leakage out of staple line. The leakage test during surgery was ok. No further info is available. Another device was used to complete to procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.